Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
A change of in-situ measurements was observed in (B)(6) 2022. At that time, the audiologist was able to measure loudness growth on all channels, except for channel 2, and booth testing indicated 100% speech discrimination. Booth testing from (B)(6) 2022 would then show a reduction in speech discrimination to 92%. The user was then seen again in (B)(6) 2023 after noting a decrease in sound quality and speech discrimination following a blow to the head while playing. A CT scan has been ordered and a second integrity test is considered.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
A change of in-situ measurements was observed in (B)(6) 2022. At that time, booth testing indicated 100% speech discrimination. Booth testing from (B)(6) 2022 would then show a reduction in speech discrimination to (B)(4). The user was then seen again in (B)(6) 2023 after noting a decrease in sound quality and speech discrimination following a blow to the head while playing. The user has been re-implanted. During the explant surgery the lead was cut in multiple places and the array was lost and could not be found. An x-ray was performed prior to putting in the new device to confirm that piece was not in the cochlea. Insertion of new array was smooth and complete to marker ring. X-ray confirmed device position of new device in cochlea. In situ measurements were normal on all channels and art was present on all channels.